Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the m-lncs dci sensor had an intermittent reading failure. The probe was giving low spo2 values as well. The probe was replaced which corrected the fault. No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A review of the lot information was performed and there were no previous reported issues related to this reported event.